Event description:
Correction: it was reported that the patient presented for device replacement for eri and noise on competitive leads. During the procedure it was noted that the right atrial lead could not be removed from the header and the device had migrated. No set screw was present and the lead was firmly adhered inside the header. The lead was cut and replaced. The pacemaker was removed. There were no patient consequences.

Manufacturer narrative:
Analysis found that calcified blood and septum punch-outs were filling the a-setscrew inset. The calcified blood and punch-outs were preventing the wrench from inserting far enough into the inset to engage it to untighten the setscrew. With the substances removed from the setscrew inset a wrench could be fully inserted into the inset to engage it to untighten the setscrew and remove the cut-off a-lead. The punch-outs came from incorrect wrench insertions through the septum by the user of the wrench during the implant procedure. The blood came through the holes punched in the septum. The damage to the septum is related to the user's use of the wrench in the field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for device replacement for eri and noise on competitive leads. During the procedure it was noted that the right atrial lead could not be removed from the header. No set screw was present and the lead was firmly adhered inside the header. The lead was cut and replaced. The pacemaker was removed. There were no patient consequences.